Event description:
During the preparation for the cause the hospital staff moved the monitor on the bam shape arm which is attached to the equipment boom. Subsequently the monitor and arm loosened from the boom and were hanging by the cables and the ptz camera that was attached to the monitor fell on the nurse. The nurse confirmed that there were no adverse consequences as a result of the camera falling.

Manufacturer narrative:
This product does not have an expiration date device manufacturing date is unknown at this time. Evaluation summary: upon the evaluation of the product, it was found that the bolts that hold the shape arm to the boom were worn and stripped out. The shape arm has been installed since 2005 and has been used frequently within the operating room. This constant movement caused the bolts which hold the shape arm to the boom to bore out over time. This caused the shape arm to become loose and eventually fall. This type of attachment is no longer used by stryker communications. New shape arm has been installed. This not a single use device. Other: at this point in time it is unknown how the ptz camera was mounted to the monitor.